Event description:
Terumo medical corporation received the following reported information: the procedure performed was cerebral angiography and intracranial aneurysm embolization via 8 french sheath and the angio-seal device was used for closure. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. No multiple sticks were performed to gain arterial access. The puncture point was located directly above the common femoral artery. The day after using the angio-seal, the patient developed a pseudoaneurysm therefore underwent surgical treatment for vascular suturing. Ultrasound diagnosis was performed to diagnose the pseudoaneurysm. No blood loss was reported. The patient was stable.

Manufacturer narrative:
B3: date of event: 02/01/2026 - 02/09/2026. D6a: implanted date: (B)(6) 2026. D6b: explanted date: device was not explanted. E1: (B)(6). E3: occupation: requested, unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. Three (3) 8 fr angio-seal vip devices were returned to terumo medical corporation. The returned samples were unused and unopened. All three devices were opened, and the collagen was removed from the carrier tube for inspection and analysis. The suture was cut out of the collagen, and each sample was weighed. The samples weighed as follows: sample 1 - 0.0338 g, sample 2 - 0.0330 g, sample 3 - 0.0300 g. All three samples were within the specification of 0.0260 g - 0.0350 g for 8fr collagen. Three unused 8fr samples were returned, but no issues were identified with the devices. The collagen sample was removed from each carrier tube and was weighed. All three samples were within specification. The collagen certificate of analysis for the lot was also reviewed, and the collagen was within all specifications. The actual complaint sample was not returned for analysis. The cause of the event could not be identified based on the available information. As a result, the complaint was confirmed for closure complication. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).